Event description:
Patient implanted in 1998 in upper right and left vermilion borders. Onset of infection, implant displacement and shortening 12/1998. Implant explanted and patient treated with levofloxin 12/08/1998.